Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the ethylene oxide (gas) (eto) valve. A root cause could not be identified. Based on the results of the investigation, it is likely the no image occurred due to a faulty plug. Whereas, the corrosion on the ethylene oxide (gas) (eto) valve likely occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported image doesn¿t show on the screen during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.